Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver clonidine, dilaudid and marcaine. The indication for use was non-malignant pain and chronic low back pain. On 2016-08-24 the consumer reported that they had not been happy with the pump since implant ((B)(6) 2011). The patient had been told the pump would last 9 years and it had only been 5 and they are told it needs to be replaced within a year. The patient is very discouraged with this whole situation. The patient had asked the company representative and their healthcare professional (hcp) about letting the pump run out until they decide to have it replaced and had asked if they could have time to see if they could find maintenance without the foreign object/pump in their body. The patient had asked if the pump could be turned off without any medication in it for a few months or up to a year until they decide if they want a replacement and was told no. No patient symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.